Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 425cc mentor siltex round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On march 17, 2021, mentor became aware that the date of surgery was (B)(6) 2021. Hence field d6b has been correctly updated on this form. Mentor also became aware that the replacement devices used on (B)(6), 2021 were catalog number 3501670; serial number (B)(6) on the left side and catalog number 3501670; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 21, 2021, the mentor failure analysis lab received the device for evaluation. The lot number was not visible on the returned device. On january 28, 2021, device evaluation was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 425cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).